Event description:
It was reported that cgm displayed malfunction error code 42 when customer tried to use sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, confirmed that cgm error did not reappear, and successfully started sensor session, with no additional actions documented.